Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs), there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. The subject dcs was not returned to medtronic for analysis and procedural images were not provided. As per instructions for use (IFU) the minimum arterial access is = 5 mm and in this case the access vessel diameter was 6mm. The capsule was closed prior to being withdrawn as per IFU. The reported nosecone detachment most likely occurred due to the interaction with the calcium within the abdominal aorta. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the user/loader or is related to excessive forces applied on the system during advancement, tracking or positioning. In this case, calcified anatomy was reported. The damage to the inner member shaft may have been caused by twisting and/or bending of the dcs by the user to overcome the calcified anatomy. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using this delivery catheter system (dcs), the dcs became lodged in a bulk of calcium within the abdominal aorta, and could not be advanced further. Upon retrieval of the dcs, the nosecone became stuck on the calcium and detached from the dcs. The dcs was withdrawn from the body. A snare was used to capture the separated nosecone, however this was not successful. The procedure was converted to an open procedure, where the abdomen was opened to removed the detached nosecone. The nosecone was successfully removed. A valve was not implanted and the valve implant procedure was aborted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.